Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07898 and 2134265-2017-07899. It was reported that pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. During procedure, imaging can be perform.. However, automatic pullback failed. The issue was not resolve after rebooting. The procedure was completed by manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the acq pc failed to perform pullback test. The acq pc failed polaris basic functions. The most probable cause of the reported failure was attributed to loose hardware inside the acq pc. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07898 and 2134265-2017-07899. It was reported that pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. During procedure, imaging can be perform. However, automatic pullback failed. The issue was not resolve after rebooting. The procedure was completed by manual pullback. No patient complications were reported.